Event description:
It was reported that the patient presented with positional phrenic nerve stimulation resulting from extracardiac stimulation. The left ventricular (lv) lead was reprogrammed and remains in use. The patient is participating in the system longevity study (sls) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 407645 implantable pacing lead, implanted: (B)(6) 2011; product ID 693552 implantable tachy lead, implanted: (B)(6) 2011; product ID d224trk cardiac resynchronization therapy defibrillator, implanted: (B)(6) 2011. (B)(4).